Event description:
It was reported that the patients ipg site was painful due to its placement. The patient underwent a revision procedure wherein the ipg was moved to a new pocket below the belt line. The patient was doing well postoperatively. Nothing was added or removed.